Manufacturer narrative:
D4 serial number, catalog number, lot number, and unique identifier (UDI) # unknown h4 device manufacture date unknown. The investigation for the reported purge leak issue has been completed. The product was returned, and the issue was confirmed. A purge leak was found on the sidearm. A crack in the plastic was observed between the yellow luer and the reservoir. Per the results of the clinical review and investigation, the root cause was determined to be sidearm yellow luer damage.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary insertion was on an automated impella controller (aic) for mechanical circulatory support. During setup, there were low purge pressure alarms with no fluid exiting the catheter during setup. A new console and new purge cassette were attempted, to no avail. A new pump was used with no harm to the patient.